Event description:
Increased iop[intraocular pressure increased] a physician reported a pt had high intraocular pressure the morning after cataract surgery where healon 5 was used. The pt had two acetazolamide tablets overnight and had an intraocular pressure of 47 with marked corneal clouding. The pt was treated with timolol and alphagan eye drops. The pt completely recovered four days later. Pt does have normal pressure glaucoma. This event was assessed as serious by a pharmacia physician due to the need for intervention to prevent sight loss. This is one of three reports by the same physician. For the other reports, see 2001039382nz and 2001039381nz.